Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the user used a high energy endo therapy accessory, such as high frequency, without keeping enough distance from the distal end of the subject device. The most probable cause is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during device evaluation, the duodenoscope exhibited peeled adhesive around the light guide (lg) lens and a burn mark on the forceps holder. There was no patient involvement associated with this observation.